Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. On behalf of a customer, a caregiver reported unspecified low sensor scan results in comparison to unspecified readings from a Built-In Precision meter. It is unknown whether the customer noted a trend arrow on the device. The customer did not report any symptoms but was unable to self-treat. The customer received unspecified third-party treatment. No further information was obtained as the caregiver was unable to provide them. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.